Event description:
Procedure: urogynecological. According to the reporter: the pt's attorney alleged a deficiency against the device. Product was used for therapeutic treatment. Additional information from the importer report: additional information has been requested but not yet received.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Reviewer's comments: records from (B)(6) 2009-(B)(6) 2011 are not available for review to know the progress of the patient. (B)(6) 2011: she complained of dysuria, lower back pain; urinary frequency resulted in urinary tract infection - prescribed medications. Reviewer comments: records from (B)(6) 2011-(B)(6) 2012 are not available for review to know the progress of the patient. (B)(6) 2012 - (B)(6) 2012: she complains of uti and renal colic. She complains of right flank pain and the pain radiated to the abdomen onset. She had nausea and burning with urination. She was discharged with medications.